Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was discovered sometime post-implant to be implanted via an artery as opposed to the normal implantation through a vein. There were no allegations of a malfunction on the lead. The lead was successfully explanted on (B)(6) 2019. The patient was stable.